Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out, the angulations were out of specification, the light guide rod lens was cracked, the plastic distal end cover was scratched, and the universal cord was wrinkled. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was one (1) cfu of coagulase-negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the subject device tested positive for microbial contamination, even after several attempts of machinal disinfection. The scope was cultured and more than 250 colony forming units (cfu) of klebsiella pneumoniae, pseudomonas aeruginosa, and escherichia coli were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. To-date, we have received minimal information regarding the customer's cleaning, disinfection and sterilization (cds) processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The channels are flushed. Clean up detergent is used for precleaning. No further information was provided. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.